Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a gold was used during bronch debridement procedure performed on an unknown date. According to the complainant, during the tip of the gold probe broke off. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: the complaint device was not returned. The reported event of distal tip detached could not be confirmed. As specified in the dfu, the gold probe devices are indicated for ¿use in transendoscopic electrohemostasis of visible bleeding and non-bleeding sites in the gastrointestinal tract including the esophagus, stomach, duodenum, and colon¿. It was reported that the device was used in the lungs. Therefore the most probable root cause is use/user error.

Event description:
It was reported to boston scientific corporation that a gold was used during bronch debridement procedure performed on an unknown date. According to the complainant, during the tip of the gold probe broke off. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold was used during bronch debridement procedure performed on an unknown date. According to the complainant, during the tip of the gold probe broke off. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a gold probe was used during bronch debridement procedure performed on an unknown date. According to the complainant, during the tip of the gold probe broke off. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(6) 2016 confirming that the gold probe was used in the lungs.